Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00563.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac vein using lightning aspiration tubing (lightning) packaged with an indigo system aspiration catheter 12 (cat12). During the procedure, the lightning was in use for approximately two minutes before no clicking sounds were heard. It was reported that blood continued to flow through the tubing and the lightning microprocessor indicator light remained green even when the flow switch was in the "off" position. Therefore, the lightning was removed from the patient and was no longer used in the procedure. Before re-introducing the cat12 to the patient, another lightning was opened and powered on and the microprocessor indicator light immediately turned red. The physician attempted to power-cycle both the lightning unit and the engine; however, the lightning microprocessor light remained red. Therefore, the lightning was not used in the procedure. The procedure was completed using an indigo system aspiration catheter 8 (cat8). There was no report of an adverse effect to the patient.